Event description:
A deterioration in hearing was experienced after the pt fell and hit their chin. Analysis of the device revealed a device malfunction. Explantation/reimplantation surgery was performed in 2003. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.